Event description:
As can be seen from the call log above, medi-ject has attempted to work with this customer to achieve optimal performance of the product. Medi-ject will upgrade the unit with the new nozzle design if it is returned. Furthermore, it is impossible to determine if there are any other mechanical problems without having the device to test. From the info provided to medi-ject, co is unaware of any MDR reportable events (i.e., serious injury or death resulting from use of the device). Therefore, no mdrs were filed with FDA.